Event description:
Company representative reported that the customer was currently in the hospital. The customer was hospitalized the week before for an infection unrelated to the insulin pump. While in the hospital, she continued to wear the insulin pump and was having daily low blood glucose in the 30 mg/dl range. She left the hospital and went home. While at home she had a couple of seizures due to the low blood glucose and went to another hospital. It was stated that the customer is pregnant and started insulin pump therapy on 5/11. The customer stated that she was still using the insulin pump in the hospital and her basal rates are being adjusted to compensate for the low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.